Event description:
It is reported this event occurred in the anesthesia department. Upon opening the kit, the medical doctor found the swg was bent. As a result, a new kit was opened and used successfully. There was no delay in treatment reported. There was no patient injuries, complications, or death reported.

Manufacturer narrative:
(B)(4).